Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that a "pump not primed" alarm occurred. A second attempt was made to rewarm the pt and the alarm occurred again. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.